Event description:
It was reported that the vns patient passed away on (B)(6) 2009. The hospital does not release patient information; therefore, no additional information is available.

Event description:
A death certificate was received which reported the cause of death as the following: 1) respiratory arrest, 2) epilepsy. The patient passed away at his residence.